Event description:
The customer reported that while the unit was in use on a pt, the nurse initially heard and responded to a "low augmentation" alarm. Pt tried several autofills without success. The pt was switched to another unit and therapy was continued. No pt injury was reported.